Event description:
The customer reported diluent leak from the secondary probe of the lh 500 hematology analyzer. The customer indicated 1 to 2 drops leaks but was contained within the instrument. The instrument generated aspiration errors p during the event. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and face protection during the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and discovered that the tubing at pinch valve pv25 was tubed incorrectly during a previous service visit, pinching off aspiration line causing the unit to generate aspiration error messages. The fse re-tubed pv25 correctly to resolve the aspiration errors. The continuous drips of diluent were traced back to pinch valve pv42 on the probe rinse line and the fse replaced the defective pv42 to resolve the leak. The fse indicated that pinch valve pv42 had a broken I-beam holder. Failure mode of the leak is attributed to a broken I-beam at pv42. (B)(4).